Manufacturer narrative:
Patient age not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a neurosurgery procedure. It was reported that there was an insufficient shunt placed. There were multiple pressure adjustments that were ineffective. The site then removed the tube. The patient's body was not affected. Additional information was received stating that the procedure was completed when the parts were replaced with the medtronic spare hydrophilic suit. It is unknown if any environmental/external/patient factors that may have led or contributed to the issue. When the faulty part of the product itself was not confirmed due to the shunting not being smooth and the pressure regulation not being able to be solved. The site recommended to replace the whole set, because the patient could not bear repeated surgeries. The catheter was replaced because it is part of the whole set and was replaced to reduce the likelihood of infection and pain of patient.